Event description:
A report was received via social media that immediately after the trial procedure, the patient was in much pain and the stimulator came out of place. The physician removed everything out of spine. The surgery failed right before the patient got off the table. No other information could be obtained.